Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels. The blood glucose reading was 540 mg/dl. The customer stated that the insulin pump alarmed no delivery. She stated that the reservoir she put into the insulin pump kept falling out, as though it did not fit. She stated that she finally twisted it in, and the insulin pump kept alarming no delivery. Upon admission, she was treated with an insulin drip. She noted that insulin spilled out while she was trying to tighten the reservoir. The most recent blood glucose reading was 419 mg/dl. The customer did not feel well enough to troubleshoot the device. Nothing further reported.